Event description:
It was reported that, during a normal battery depletion replacement procedure. While removing this right atrial lead, insulation was not seen, and conductors were observed bare to terminal tip. Conductor fracture was observed. This lead was surgically abandoned and another on was implanted instead. The lead was returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that, during a normal battery depletion replacement procedure. While removing this right atrial lead, insulation was not seen, and conductors were observed bare to terminal tip. Conductor fracture was observed. This lead was surgically abandoned and another on was implanted instead. The lead was returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approx. 27 mm from the terminal end. Only the proximal segment was returned. It was determined that the lead damage was induced during explant. Coils and insulation cut with a tool. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that, during a normal battery depletion replacement procedure. While removing this right atrial lead, insulation was not seen, and conductors were observed bare to terminal tip. Conductor fracture was observed. This lead was surgically abandoned and another on was implanted instead. The lead was returned for analysis. No further adverse patient effects were reported.